Event description:
A lack of compression was identified during a procedure after the distal screw was placed through the nail. Compression was attained manually. The failure caused a delay of approximately 90 minutes to the procedure.